Manufacturer narrative:
Sample was collected in a plastic greiner 5ml. Lihep tube with a gel separator and centrifuged for fifteen minutes at 3300 rpm at room temperature in a swinging bucket centrifuge. Sample was clear with no visible fibrin or cellular material. Qc is run once per day and qc was in established ranges prior to the event. A system check was performed on (B)(6) 2009 and passed well within instrument specifications. Customer stated to the cts (customer technical service) that there were no event log errors or flags reported during the time of the event. A field service engineer (fse) was dispatched on (B)(6) 2009: fse ran a high sensitivity system check which passed within instrument specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an accutni result within the risk stratification range that retested above the ami cut-off generated by the access 2 immunoassay system. Customer tested a patient sample for accutni and obtained a result of 0.43 ng/ml and repeat results of 0.55 and 0.53 ng/ml. The result of 0.43 ng/ml was reported outside of the laboratory. There was no effect to patient or user with regards to this event.